Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1856 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer called to let me know that a portion of the PICC stylet broke off while in the patient." No other information was provided.